Manufacturer narrative:
Evaluation summary:the received valve lacks a crimp in the wireform, and was determined to be not an edwards' device.additional manufacturer narrative:since the returned device is not an edwards' valve, no further investigation will be performed into this report.

Manufacturer narrative:
Device not returned.

Manufacturer narrative:
Please disregard previous follow-up MDR # 2015691-2011-15939 (001); this patient's returned valve is an edwards device and evaluation was completed. Several devices were received from the same hospital at once, and a mix-up occurred upon receipt. Evaluation summary: as received, the valve exhibits heavy extrinsic calcification at the free margin of leaflet 1 at commissure 2. Minimal calcification is noted in the cusp area of leaflet 1. Calcification restricted mobility in the leaflet and may have led to stenosis. Moreover, minimal to moderate host tissue overgrowth encroached onto the tissue inflow and into the orifice at the greatest point by approximately 4mm. Minimal host tissue overgrowth encroached onto the tissue outflow and into the orifice by 1-2mm. Host tissue is minimal at the stent inflow. Additional manufacturer narrative: the device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. Host tissue/pannus growth is a complex process triggered by the interaction between the host and the device and is highly variable among patients. Literature defines pannus as a type of scarring and tissue ingrowth. It is not currently possible to predict the occurrence and severity for any given patient with a bioprosthetic heart valve. A certain degree of host tissue growth is expected. However, abnormal or severe pannus growth can eventually affect the function of the valve. According to literature, pannus typically occurs between 12 months to 5 years. Since the mechanism of host tissue growth in bioprosthetic heart valves is still not fully understood, the root cause for the host tissue growth for this particular valve cannot be determined at this time. The investigation reveals nothing to indicate a manufacturing quality deficiency that may have caused or contributed to this event.

Event description:
It was reported that an edwards valve was explanted due to aortic regurgitation after approximately 5 years of implant duration. Operative report states "the valve was inspected, it was calcified. One leaflet did not open at all and the other two were stiff. There was a chunk of calcium in one commissure. There was also a perivulvar leak at 1:00 o'clock looking down from the top of the table, this was of moderate size. The valve was explanted."